Event description:
Healthcare professional additionally reported "patient¿s concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of identified the device appeared to be intact, yellow / red biological tissue was visible, and device labeled as right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and concern with the product.

Event description:
Patient reported right side "pain, lumps, capsular contracture baker grade unknown, and malformation". Device remains implanted.